Event description:
Manufacturer's service representative reported that the device's internal speaker was not working. The internal speaker was replaced and proper operation was confirmed. The central station monitor provides an additional audible alarm to the one provided at the bedside monitor. No pt involvement reported.